Event description:
The core universal driver was returned for service after the user facility received their own device back from repair. Upon evaluation at the manufacturer, it was discovered that when the safety bar was in the forward position and the reverse trigger was pulled, the device oscillated. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was discovered in the motor assembly and the safety bar and reverse trigger were found to be worn.